Event description:
As reported a patient who was treated with a galaflex mesh device during breast procedure and developed a postoperative infection, alleges another patient who she would not identify also experienced a postoperative complication, infection. The patient is not identified and cannot be contacted to verify the allegation.

Manufacturer narrative:
As reported the patient developed infection post implant of galaflex mesh. Based on the information provided no conclusion can be made. The contact does not wish to provide any additional details. The alleged complication and the alleged use of the galaflex device to treat the patient could not be verified. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Infection is a known inherent risk of surgery/use of the device and is included as a possible complication in the adverse reaction section of the instructions-for-use (IFU). In regards to the infection, the warnings section of the IFU states: "if an infection develops, treat the infection aggressively. An unresolved infection may require removal of the scaffold." Note, the date of event is considered to be a best estimate as (B)(6) 2022 based on the date of awareness. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned and remains implanted.